Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed for use error and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a check heater line, this problem occurred during fill 1 of 5. The technical service representative (tsr) assisted the home patient (hp) as the hp explained that he had changed out the cassette and was still getting the same alarm. The tsr determined the hp just reused the same bags. The tsr reminded the hp that if he did that air was introduced into the setup risking the hp of an infection. The tsr explained and if anything in the setup needed to be changed out everything must be changed out too. The tsr advised the hp to dispose of current supplies and start over with all new supplies. The patient was involved but there was no patient injury or medical intervention reported.